Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at t10. It was reported that during insertion of contrast medium into one of the balloons, the pressure of ibt (inflatable bone tamp) rapidly dropped. The balloon/ibt was removed from the patient¿s body immediately and a tiny hole was found in the balloon and it was confirmed contrast agent had leaked. At the time of the event, pressure was approximately 200 psi and inserted volume of agent was 2 ml. A new balloon was used and the surgery was completed without any further incident. According to the report, the surgical time was extended 16-30 minutes due to the incident. No patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.